Event description:
It was reported the customer had a battery out limit alarm on their insulin pump. Customer also stated their buttons were unresponsive and the insulin pump had a blank display. The customer also stated they could not clear their low reservoir alarm and battery out limit alarm due to unresponsive buttons. The customer's blood glucose was 302 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.